Event description:
It was reported that upon opening the device packaging, there was allegedly a hair discovered on the port itself. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: a DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is inconclusive for foreign material in package, as the photo review shows a hair on top of the port inside of the kit. It appears that the kit has been opened as you cannot see any part of the tyvek lid. However, due to the kit being returned opened it is unknown whether the foreign material could have been a result of the clinical or packaging return procedure. The definitive root cause could not be determined based upon available information. It is unknown if clinical, or return shipping procedures contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that upon opening the device packaging, there was allegedly a hair discovered on the port itself. There was no reported patient contact.